Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that a 23mm aortic bioprosthetic valve was explanted at implant due to a coronary artery occlusion in "a patient with low-lying ostia that were difficult to define behind the valve ring". The surgery had to be converted from mini sternotomy to full sternotomy and the valve was explanted and replaced with a 21mm same model valve. The patient was noted in stable condition and without complications.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer. Without return of the explanted device the reported clinical observation cannot be confirmed. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.